Event description:
It was reported by the customer that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes showed misaligned hemogard cap relative to the rubber stopper. Verbatim: a report was received on 14 pieces of 367841 tubes from multiple shelf packs with misaligned hemogard cap relative to the rubber stopper. The exact number of shelf pack affected is not documented.

Manufacturer narrative:
H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd received 15 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of improper assembly was observed in the customer returns, however the issue was not observed in the retentions. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes showed misaligned hemogard cap relative to the rubber stopper. Verbatim: a report was received on 14 pieces of 367841 tubes from multiple shelf packs with misaligned hemogard cap relative to the rubber stopper. The exact number of shelf pack affected is not documented.